Event description:
It was reported on a social media site, that the patient incorrectly programmed a high basal rate setting in their omnipod system and subsequently passed away. Additional follow up is not possible as no patient identifiers were provided.

Manufacturer narrative:
The product will not be returned. We are unable to determine if any product condition could have contributed to the reported patient death. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.